Manufacturer narrative:
Evaluation of the device does not show any sharpness. Suture was run through the opening and did not become cut. It can not be concluded how the suture became cut during surgery. CAPA-(B)(4) has been opened to address arthropierce devices cutting suture. This medwatch report is being completed to capture the 2.3 anchors that may have been left unsupported in the patient as a result of the use of the arthropierce device; even though the evaluation showed no failure. (B)(4)

Event description:
Broke 2 sutures from the anchors (2.3 osteoraptor) during the surgery. Not certain of the outcome of these anchors.